Manufacturer narrative:
On (B)(4)-2014, a respiratory therapist(rt) called to speak with (B)(4) and technical services (ts) regarding a device issue with inomax (B)(4). The device was not in use on a patient at the time of the device issue. ((B)(4)). Device investigation was completed on (B)(4)-2014. Device evaluation summary: inomax dsir serial number (B)(4) was returned to the manufacturer for service investigation. The service log review confirmed the reported complaint of a display going blank after power up with 9 delivery failure (df) alarms (started (B)(4)-2014 and forward) due to backlight current counts below the minimum 800 counts consistent with a display backlight failure. The delivery failure alarms were not specifically reported by the customer, but were consistent with not being able to see the display when the backlight failed. The investigation at the regional service center (rsc) confirmed that the display would appear briefly during boot up and then go blank. The rsc identified and replaced the faulty display and touchscreen assembly to rectify the fault. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was display blank-backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on the patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display black backlight failure [device issue] case description: this initial device case report was received on 11-aug-2014 from a respiratory therapist (rt) in the united states, who called to speak with (B)(6) and technical services (ts) regarding a device issue with inomax (B)(4). The device was not in use on a patient at the time of the device issue. On (B)(6)-2014, the rt called to report that the display on inomax dsir# (B)(4) goes blank following boot up. She stated that there were audible tones and alarms still present, but the display continued to stay blank after boot up. No further details were provided. Inomax dsir# (B)(4) was removed from service and returned to (B)(4) for service evaluation. Case comment: on (B)(6)-2014: the device was not in use at the time of device issue and did not result in an adverse event; however it is being reported because a similar issue occurred in the past that resulted in a serious adverse event (refer to (MDR #3004531588-2013-00023).